Event description:
The manufacturer received information alleging a ventilator's flow decreases. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the inlet air path foam was found to be partially detached and blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue. The inlet air path assembly was returned to the manufacturers product investigation laboratory for evaluation and it was confirmed that the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates.